Event description:
Boston scientific received information that the patient implanted with this device system was presented with lightheadedness, which had been occurring for approximately three weeks prior. Two to three seconds of asystole was observed on a holter monitor. Intermittent noise on the right ventricular (rv) lead channel was oversensed for three or four ventricular tachycardia (vt) beats. It was thought that the pause observed on the stored egm was likely related to the intrinsic amplitude test. The noise appeared non-physiologic. Noise was unable to be recreated on electrograms (egms) with isometric exercises and light pocket manipulation. A revision procedure was performed. This rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.